Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off and on by pushing the door. This occurred during cleaning of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was sent through the recertification process and therefore, the device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.